Event description:
During the excision of a ganglion over the radial volar aspect of the right wrist, the right radial artery was lacerated. The distal and proximal ends were individually suture ligated. Adequate vascular supply was confirmed and the pt was discharged. (Same day surgery).